Manufacturer narrative:
The customer's meter serial number (B)(6) was returned for investigation, where it was tested using retention test strips and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Testing results: level 1: 43 mg/dl, 45 mg/dl, 44 mg/dl. Level 2: 297 mg/dl, 303 mg/dl, 297 mg/dl. All returned results are within the acceptable range. Upon visual examination of the meter, an invading fluid was observed on the meter's internal parts.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(4) and (B)(4). At 9:24 a.m., the patient was tested with meter serial number (B)(4), resulting in a glucose value of 395 mg/dl. At 4:32 p.m., the patient was tested with meter serial number (B)(4), resulting in a glucose value of 225 mg/dl. At 4:40 p.m., the patient was tested with meter serial number (B)(4), resulting in a glucose value of 52 mg/dl. At 5 p.m., the patient was tested with meter serial number (B)(4), resulting in a glucose value of 92 mg/dl. At 6:29 p.m., the patient was tested with meter serial number (B)(4), resulting in a glucose value of 113 mg/dl. The staff believed the results from meter serial number (B)(4) to be correct.